Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the thermogard hq temp mgt console in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported during use of the thermogard hq console (sn (B)(6) the target temperature was 37 but when the patient's temperature hit 36.7, the console changed to maintenance mode. The customer stated she then went to standby mode and changed her target temperature to 37.3. The patient's temperature went to 36.8 and the console didn't go to maintenance mode. Subsequently, the target temperature was changed back to 37 degrees and the console initiated maintenance mode at 36.7 degrees, stating the target temperature was reached. She believes the unit is off by 0.3 degrees. The console was used to continue therapy in maintenance mode for the rest of her shift. No impact or consequence to the patient.

Manufacturer narrative:
This supplemental MDR is being sent to retract the initial MDR submitted for this reported event. According to correspondence with (B)(6), the console enters maintenance mode once the patient's temperature is 0.5c from target temperature, so the condition described by the user is expected. The console functions as intended and the event was downgraded to a non-complaint. This information was sent to the zoll clinical educator so they can re-educate the customer.